Event description:
Blood glucose = 386mg/dl. Took 8 units insulin. 2 hours later blood glucose = 516mg/dl. Paramedics called, customer was taken to hosp. Hosp or paramedic meter reading = 140mg/dl. Customer was not treated and released. Controls unk. A request was made for the return of the suspect device and replacement product was sent.